Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: was the site of the bleed identified? No information. Did the patient receive any treatment besides a blood transfusion? No. Only stopped the meal. What were the determining factors in the decision to provide a blood transfusion? No information. Was an endoscopic inspection done? If so, what were the results? Yes. Oozing blood was confirmed by the endoscopic inspection after melena. And dr. Commented that there was no dehiscence and no unformed staple by the endoscopic inspection. Were there any malformed staples noted? If so, please describe their shape. No. What is the current patient status? The patient was discharged. The hospitalization prolonged 2 or 3 days.

Event description:
It was reported that several days after an open procedure for transverse colectomy, melena occurred when the patient restarted to have a meal. The device was used for feea on the colon. The anastomosis site was reinforced by additional hand suture during the operation. The amount of melena was unknown. The cartridge color was blue. The patient is still hospitalized and the blood transfusion was performed since the melena continued though the meal was suspended. No device will be returning.